Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
Siemens healthcare diagnostics filed the original MDR (B)(6) 2011. New information: analysis of the instrument, instrument data, and root cause investigation indicate that the cause for the falsely elevated troponin I result was the glass fiber paper lot used in this testpak lot. An urgent field safety notice was issued in (B)(6) 2010 and sent to customers who had ordered this testpak lot advising them to repeat all positive results above 0.07 ng/ml by an alternate method or to run cctni samples in duplicate. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A falsely elevated troponin I result was obtained on a patient sample. The result was reported to the physician. The sample was repeated and a lower result was obtained. The patient was moved to a cardiology unit in another hospital and an ultrasonography was performed. There was no report of adverse health consequences as a result of the falsely elevated troponin I result.